Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the home choice (hc) during dwell 3 of 4. The technical service representative (tsr) explained alarm. The tsr instructed the home patient (hp) to start over with new supplies. The tsr assisted the hp to end therapy. The hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information regarding the resolution of the reported problem. If additional information should become available, this report will be reopened and updated accordingly.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.